Manufacturer narrative:
A partial lead with the connector pin measuring 27.5cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when a asymptomatic patient presented in clinic for device change out due to normal eri, externalized conductors were noted on the right ventricular lead. The lead exhibited no electrical anomalies. The lead was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.